Manufacturer narrative:
The device was in normal mode when received for analysis. The analysis performed included electrical, mechanical and environmental stress testing. The results indicated the device exhibited normal characteristics. The device battery voltage is still near beginning of life (bol) level. Furthermore, visual examination of the header and connector did not find any contaminants or foreign material that could have contributed to the reported event. The reported event of the device unable to capture was not confirmed.

Event description:
During follow-up, a loss of capture was observed. A new lead was implanted to resolve the issue but there was still a loss of capture. The lead was electively explanted and discarded. The issue was resolved by explanting and replacing the device. The patient was in stable condition.